Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, tortuous left anterior descending (lad) artery. The lesion was predilated with an unknown size and manufacturers balloon. The physician attempted to place the 2.50x28mm taxus liberte drug eluting stent, but was unable to cross the lesion and the stent 'migrated'. The physician tried to remove the stent with a snare, but could not. The stent was inflated with a 5.0mm high pressure balloon (manufacturer unknown) in the left main. The procedure was not completed due to this event. Patient status reported as "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the device history record shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is advised in the taxus liberte directions for use (dfu) that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so may result in the type of damage reported. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties and due to the lack of information implicating a root cause related to the device. Product unavailable for analysis